Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Follow-up with the complainant has been conducted for the catalog number and lot number and this information is not available.

Event description:
New etq record created in order to update etq (legal system) complaint number (B)(4). Reason for original complaint ¿ litigation papers allege: in (B)(6) 2007, patient was implanted with a depuy asr hip on his left side. Patient suffers from discomfort and pain in his hips. He is not yet aware of whether he will need to undergo revision surgery. Update litigation papers received 05/18/2012. There is no new information that would change the outcome of the investigaiton. Update 6/13/2016: patient was revised due to soft tissue mass and elevated ions. The der noted the cup was removed.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Ww(B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.